Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, high capture threshold and p wave amplitude variation were observed on the atrial lead. The atrial lead was deactivated to resolve the event. The patient was stable following the procedure and there were no adverse consequences.